Manufacturer narrative:
Tech found right brake/steer caster on foot end of bed swivels when in brake position due to faulty caster. Replaced brake/steer caster to resolve this issue. Bed located in pacu.

Event description:
Complaint indicated that the right brake/steer caster on foot end of the bed swivels when in brake position. No injury alleged.